Event description:
Patient was undergoing routine peripheral angiography during which time the ivus(intravascular ultrasound) catheter was advanced per standard protocol into the patient's right cfa(common femoral artery) without difficulty. Once the device was turned on to "live", meaning using the intravenous ultrasound to visualize the inside of the vessel, the device began behaving erratically and malfunctioned causing a rapid twisting of the internal ivus device wires into a tangled, sharp mess of wires which made removal of the device unsafe and impossible without heroic efforts to creatively remove the dangerous wire tangle from the patient's body. All pieces of the defective device have been saved and returned to boston scientific for review.